Event description:
The customer reported that the insulin pump was running out batteries and alarming no delivery during bolus. The caller also reported being in the emergency room due to diabetes ketoacidosis. He stated being sick, vomiting and dehydrated. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time and date were incorrect. Assisted the caller with correcting them. The basal rates and bolus wizard settings were correct. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.